Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct. 29, 2009), sorin is filing this MDR at this time. Conclusion: all evidence indicates that the fading of the lettering resulted from inadequate material specifications of the is-1 connector stickers. The material specifications of the stickers have been improved in 2004 in order to prevent such unexpected behavior.

Event description:
During a pacemaker exchange, the physician was not able to read the serial numbers of the subject lead and that of (B) (4) (refer to MDR 100165971-2010-00621), because the lettering had faded while implanted. Utilizing a psa, the physician was able to identify the associated heart chamber of each lead.